Manufacturer narrative:
Unit not received in manufacturing mode. Unit received with missing retainer. Unable to perform displacement test due to missing retainer. Tested with a test p-cap and the test p-cap did not lock in place properly. Unit received with partially broken off reservoir tube lip, missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay and peeling end cap address label.

Event description:
Customer reported via phone call that the little circle thing around my reservoir compartment broke and some of the parts of the pump chipped off . The customer¿s blood glucose level was 167 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.